Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2009; inratio: 3.3; lab: ng. Date: one week later; inratio: 5.3; lab: 3.4.

Manufacturer narrative:
Per event details, 3.3, 5.3 and 3.4 inr results are done more than 3 hours of each other. Since time of test exceeded three hours there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for the comparison to be valid. There was also a change of dosage between inratio and lab testing. Hence, comparison test is not performed. As of today, product is not expected to the returned. Product deficiency not established. No further investigation will be required. The customer did not provide the strip lot number. The complaint trending cannot be determined. No corrective action required at this time as no product deficiency was established.